Event description:
It was reported to philips that the system could not start up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse found that the fse identified that the host pc power box is faulty, there is no output voltage. To resolve the problem, fse replaced host pc power box. After replaced the host pc power box, the system was returned to use in good working order. The codes were updated based on the investigation outcome.